Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test were performed and failed due to the receiver not turning on, even with a known good battery. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.